Event description:
"Red x" occurred on screen, " no" decreased from 80 ppm to 0 ppm, continuous beeping-delivery failure (device issue). Use error (device misuse). Pulse ox dropped to 65% (oxygen saturation decreased). Bp dropped to 40 systolic (blood pressure systolic decreased). Case description: this initial device case report was received on (B)(6) 2014, from a respiratory therapist (rt) in the united states who called the (B)(4) customer care and technical services (ts) to switch out inomax dsir# (B)(4). The rt explained that there was a delivery failure (df) that occurred and the patient decompensated with a drop in blood pressure to 40 systolic and an oxygen saturation decrease to 65%. Additional information was received on 18-dec-2014 and was added to this report. Relevant medical history/co-morbidities: "large" individual, aortic stenosis (admitting diagnosis), pulmonary hypertension; cardiac surgery for a valve replacement (type not specified) on (B)(6) 2014, intubated and on mechanical ventilation (puritan bennett 840). Relevant concomitant medication: acls protocol medications (not specified). A 60 or 70 year-old elderly female was admitted to the hospital on (B)(6) 2014 with aortic stenosis and, on the same day, she underwent cardiac surgery for a valve replacement. She was intubated and attached to mechanical ventilation, a puritan bennett 840 with fi02 set at 90%. No further information or prognosis was provided post cardiac surgery. On (B)(6) 2014 at 5:10, inomax was started at 40 parts per million (ppm) via inomax dsir# (B)(4) for pulmonary hypertension. No information was provided as to whether the patient had an echocardiogram completed prior to the start of inomax. At an unspecified time on the same day, inomax dose was ordered by the physician to be decreased to 10 ppm and then turned off. Physician orders were followed and completed. Within ten minutes after the inomax was turned off, the patient experienced a "code" (details not provided). Advanced cardiac life support (acls) protocol was followed and the patient recovered. The patient was ordered to be put back on inomax therapy at 40 ppm (B)(4). A chest x-ray was completed on a date not specified and showed a "questionable right or left white out". On (B)(6) 2014, the patient was to undergo a bronchoscopy for removal of a mucous plus, location not specified. She remained attached to mechanical ventilation, puritan bennett 840 with fi02 increased to 100% for the bronchoscope procedure. The inomax dose was increased to 80 ppm via inomax dsir# (B)(4) at 10:00 for the bronchoscope. During the bronchoscopy, the dsir device shoed a df alarm. A "red x" appeared, the "no (nitric oxide)" decreased from 80 ppm to 0 ppm, and the "machine beeped continuously". The patient decompensated; her blood pressure decreased to 40 systolic with a decrease in pulse oximetry to 65% (baseline 95%). A code was not called. During this time, epinephrine was administered and the patient was bagged with the inoblender. The patient recovered immediately (within one minute); her bp increased to 190-200 systolic and her pulse oximetry increased to 100%. A low calibration was performed before the user realized that the device needed to be rebooted. Upon rebooting, the delivery failure returned and a backup device was brought in. Inomax dsir# (B)(4) was switched out with a new dsir (serial number not provided) and inomax delivery resumed without further incident. Inomax dsir # (B)(4) was removed from service and returned to (B)(4) for service investigation. Case comment: on 14-jan-2015: the manufacturer considers decrease in oxygen saturation adn decrease in systolic blood pressure as possibly related to interruption of inomax administration due to delivery failure resulting from use error. The prescribed inomax dose at 80ppm can be achieved only with the max flow through injector module (im) less than 60 lpm. The im flow at the delivery failure was recorded at 87 lpm.

Manufacturer narrative:
On (B)(6) 2014, a respiratory therapist (rt) in the united states called ikaria customer care and technical services (ts) to switch out inomax dsir# (B)(4). A delivery failure occurred while the device was in use on a patient (B)(4). Inomax dsir serial number (B)(4) was returned to the manufacturer for service investigation. The ikaria regional service center (rsc) reviewed the service log and confirmed the complaint of a delivery failure (df) alarm. A delivery failure (df) alarm occurred due to under delivery while delivering 80 parts per million (ppm) with no injector module (im) peak flow 120 lpm and current im flow 87 lpm. This is consistent with the use error. The operations manual shows that an 80 ppm no dose the max flow supported is less than 60 lpm. A similar df also occurred in the following sequence and is also consistent with the reported complaint, but this time the vent circuit appears open and the im flow is peaked out with im current flow of 120 lpm; again consistent with use error. The im in use at the time of the complaint was not returned; but the im cable was verified to be fine. The rsc investigation could not reproduce the delivery failure using correct im flows. The root cause fot his incident was use error. A full functional test was performed and the device operated according to specifications os it was returned to the device service pool. This condition will be tracked and trended under ikaria's quality system.